Event description:
Event description: it was reported that the patient had a pericardial effusion. This was noted during the routine end-of procedure intracardiac echocardiography (ice) imaging, as no patient signs/symptoms occurred. A pericardiocentesis was performed, with 350 ml of fluid removed. Boston scientific farawave¿ catheter was used in the procedure. The patient fully recovered. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).